Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the expulsor; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device did not infuse full volume of medicine. The patient stated the pump was alarming again and it was alarming check for empty reservoir. Attempted to troubleshoot the pump several times, but the pump continued to alarm. Event occurred while in use with patient and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.